Manufacturer narrative:
As product was not returned and the strip lot reported with complain is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. In addition: (meter serial number) has been updated.

Event description:
On (B)(6) 2017 a caller (caregiver) reported that the customer¿s adc blood glucose meter had been providing what were perceived as erratic/inaccurate results. The customer had previously contacted adc on (B)(6) 2017 and reported receiving the following readings on their adc meter within 10 minutes of one another: 130 mg/dl, 119 mg/dl, and 186 mg/dl, but there was no report of an adverse event related an adc device at that time. The caller further reports that as a result of the inaccurate readings the customer was hospitalized due to ¿ketoacidosis¿. The caller refused to provide further information regarding the date of hospitalization, readings received, treatment rendered, or other details pertaining to the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2017 a caller (caregiver) reported that the customer¿s adc blood glucose meter had been providing what were perceived as erratic/inaccurate results. The customer had previously contacted adc on (B)(6) 2017 and reported receiving the following readings on their adc meter within 10 minutes of one another: 130 mg/dl, 119 mg/dl, and 186 mg/dl, but there was no report of an adverse event related an adc device at that time. The caller further reports that as a result of the inaccurate readings the customer was hospitalized due to ¿ketoacidosis.¿ the caller refused to provide further information regarding the date of hospitalization, readings received, treatment rendered, or other details pertaining to the medical event. There was no report of death or permanent injury associated with this event.